Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported recurrent mr. The reported dyspnea and fatigue appear to be cascading effects of the recurrent mr. Mr, dyspnea, and fatigue listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Additional clip described in b5 was filed under separate medwatch file emdr-(B)(4) report reference #2135147-2024-00990-01.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. A xtw mitraclip was prepared per IFU and advanced to the valve. When attempting to deploy the device, during first establishment of final arm angle (efaa) the locking mechanism failed three times. The clips was closed all the way and continuously opened to approximately 25 degrees. Troubleshooting was attempted multiple times but was not successful. The device was removed and a replacement xtw (lot: 31018r1073) mitraclip was implanted successfully. A ntw lot: 30427r2059 was then attempted to be implanted but was determined to be the wrong size so a xt (lot: 30928r1042) was implanted to complete the procedure, reducing mr to grade 3+. There was no patient consequences or clinically significant delay. On 12 april 2024, it was reported the patient's mr worsened and the patient presented with dyspnea and fatigue. Both implanted clips remained stable on the leaflets without observed issue. On (B)(6) 2024, the patient underwent surgical mitral valve replacement and the mitraclips were explanted.